Manufacturer narrative:
(B)(4). Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a clinician that a lead safety switch (lss) was triggered for this pacemaker and competitor right atrial (ra) lead and competitor right ventricular (rv) lead. The rv lead exhibited a low out-of-range pace impedance measurement (<200 ohms) and noisy signals. The clinician also noted that the patient did not experience any symptoms or pauses in pacing. Boston scientific technical services (ts) was contacted and discussed further steps. This pacemaker and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.